Manufacturer narrative:
The device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Insitu PICC line pulled as per policy and snapped upon removal. Latter portion of line remains in patient, (approx. 17cm). Patient later transferred to ahc and had most of the catheter removed. Patient discharged. Catheter retained for investigation

Manufacturer narrative:
This MDR was initially sent under number 2245270-2022-00096 on november 30, 2022. This report require a correction. Correction: the product code and lot number associated with the complaint should be 1261.306a, lot 20a012d. The previous report listed 1261.203a, erroneously. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: the customer returned two catheters for examination. Sample # 1: the faulty sample torn out of the pink adapter and further snapped at 17.8cm. The distal fragment is missing. To its luer lock hub a non-vygon needle-free connection system was connected. During microscopic examination, the remaining catheter tube was visible in the pink adapter, respectively, the overmolded section of the proximal end of the catheter. The fractured planes showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. Sample # 2: analysis of the returned sample showed no leakage/blood residue. The catheter is flushable, and there is no indication that the catheter has been used. We were not informed what kind of disinfectant was used (water based or alcohol based) by the customer. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. In addition to the poor properties of alcohol on the catheter material, any tensile stress or contact with sharp-edged instruments should be avoided. The root cause of the hole/tear is unknown; however, it could be due to the disinfectants weakening the material over time. There are several tests completed during production; therefore, we do not believe this is due to a manufacturing related fault. We have seen similar complaints due to improper use of the catheter. A review of the batch history records for 8068758 was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: based on the investigation, this issue could not be determined to be caused by manufacturing; therefore, no further corrective action will be initiated at this time. Both vygon USA and germany will continue to monitor this issue.

Event description:
Insitu PICC line pulled as per policy and snapped upon removal. Latter portion of line remains in patient, (approx. 17cm). Patient later transferred to ahc and had most of the catheter removed. Patient discharged. Catheter retained for investigation.